Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a "damaged battery (unable to charge despite plugging into ac power)." This event occurred upon power-up and may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with "damaged battery (unable to charge despite plugging into ac power)" was confirmed by baxter personnel. The root cause was determined to be a broken/cracked power cord. This involved a colleague p1.5 infusion pump with a user interface module master software version 5.09.92. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.